Event description:
It was reported that the right atrial lead dislodged resulting in a hemothorax. The lead was repositioned and the hemothorax was drained. The lead is still in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.